Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, while attempting to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter, the physician experienced resistance and the smart coil was stuck and unable to advance out of its introducer sheath. Therefore, the smart coil was removed and the procedure was completed using a non-penumbra coil and the same non-penumbra microcatheter. The physician maintained continuous flush and used a rotating hemostasis valve. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly and introducer sheath were kinked in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil windings. Conclusions: evaluation of the returned device revealed the embolization coil had offset coil windings. This damage may have occurred due to forceful advancement of the smart coil against resistance. Further evaluation revealed the introducer sheath and pusher assembly were kinked in multiple locations due to the return packaging conditions. Due to this damage, the smart coil could not be functionally evaluated, and the root cause of the inability to advance it out of its introducer sheath could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.